Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1221826. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that about 20 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: a syringe barrel and a needle were separated and the needle was inside the orange cap. It is said that about 15-20 syringes were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that about 20 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: a syringe barrel and a needle were separated and the needle was inside the orange cap. It is said that about 15-20 syringes were found.